Event description:
Button stick creating constant suction. These buttons are used in endoscopes during endoscopic procedures. The suction button is supposed to create suction when pressed and suction should stop as it is released. These particular buttons, when pressed, they get stuck in "suction" position and do not release as intended, need to use forceful/quick pressure to release. (Used for colonoscopies and upper gi endoscopies) issue started randomly, at first we thought it was isolated incident but techs started sharing the issue among themselves noted it was happening more consistently than initially thought and it involved different lot #'s. Although it didn't happen in every kit, it did happen numerous times in every box of kits. Reported to medivators. Other items in the defendo kit: air/water button, biopsy valve, water connector. (No issue with these other items in the kit). Included 2 different lot #'s, not every set in the lot had problems, seemed to be random but consistent. Problem is suction button in kit.